Event description:
Pt is concerned that the referenced MFR did not notify the FDA of the problem they had with their pacemaker. They were given the suspect device to take home and when they contacted the MFR they were told that was impossible because their records showed that their pacemaker had been returned to them. However, during a subsequent conversation, pt stated that they were told by the MFR they were not even in their file. In 1999 pt's heart pacemaker was replaced with a new one. Pt went home the same day. Sometime later, the pacemaker site began burning and itching. Pt called and saw the dr. He said he couldn't see anything wrong, but gave pt ten days worth of cephalexin, an antibiotic pill. Pt took them and after a few days the itching and buring stopped. Pt took all the pills until the prescription was gone. A few days later the symptoms returned. Pt called the dr who was retiring and was told another dr would take his place. Pt went from one dr to another then to another dr to another who saw pt when the other was away. All prescribed long periods of cephalexin. Pt followed directions with the medicine but the burning and itching kept coming back. Out of desperation and thinking pt had breast cancer pt made an appointment with their gynecologist. A mammogram was done, which proved to be normal, then pt had a breast biopsy done. Everything was o.k.-in spite of burning, itching-swelling. Finally in 2000, while taking their morning shower their wash cloth caught under their arm at the pacemaker site on the left breast. There were wires coming through holes in pt's breast along with large amounts of pus drainage. Pt saw the dr and told him to at least look at the area. He did and immediately called another dr who in turn called another dr who in 2000 removed the partially exposed and very infected pacemaker. Again, pt had the same day surgery and went home. Two or three days later, maybe a week. Pt realized they had a small jar with the pacemaker in it. Pt called guidant at that time and was told that was impossible because it had been returned and documented and checked out there. Pt called several times and got the same answer, so pt quit calling so much. The last few times pt called they spoke with two different people and each at different times was told to stop calling about something simply impossible, who did pt think pt was that they could have a pacemaker removed and be so special that they could take it home with them, instead of it being sent to a lab. Pt didn't know what to do so it stayed in the jar in their drawer until about a month ago. Pt came across it and was going to put it in the trash but had second thoughts on it. Pt still has the booklet given them from "medtronic". Pt called the number given and was told the booklet was "generic" for most pacemakers. The lady gave pt the medical records for guidant co. There pt spoke with someone, pt told her what happened and how long it had been. They connected pt with a person in product reliability. He said they had no trace of pt in their computers or anywhere. He said return the pacemaker and all documentation. He sent a box to pt by fedex shipping label and all. Pt called in 2003 and told pt the pacemaker worked just fine. Pt told him it had malfunctioned and infected inside them, how could it be fine now? Also why didn't they have any info on them at all? He said pt's name must have been spelled wrong. This seemed crazy to pt. Pt told rep this and he said he read the copy of the diagnosis pt sent with the pacemaker but it was wrong, and to be happy pt didn't need a pacemaker anyway. Earlier, he had said the FDA would verify this. Pt asked if the pacemaker was sent to the FDA and he said no, they would only send it back to guidant co. That's when pt notified FDA. Pt is enclosing what is necessary "they think" for FDA to look into this matter.